Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the blood glucose levels were not sending to the insulin pump. The customer's blood glucose reading ranged from 39 to 586 mg/dl. The customer treated with food and a manual injection. The customer also reported having a rash from the tape. The customer was sent a tape kit. The insulin pump was not replaced or returned for analysis.